Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device beeps and is getting low battery light. There was no report of patient involvement.